Event description:
Clinical information: (B)(4) triclip japan pas, patient site (B)(6). It was was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr). During the preparation of the steerable guide catheter (sgc) and dilator, a crack was observed on the transparent y-connector of the dilator. Air was noted in the device when water passed through the three-way stopcock. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.